Event description:
It was reported in (B)(6), the patient¿s doctor had treated them for a mild infection around their wires.

Manufacturer narrative:
Concomitant products: product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot # v460688, implanted: (B)(6) 2011, product type lead; product ID 7426, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator, product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot # v319140, implanted: (B)(6) 2011, product type lead; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot # v460688, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot # v319140, implanted: (B)(6) 2011, product type lead; product ID 7426, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator. (B)(4).